Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 20 bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes clotted. The following information was provided by the initial reporter: "presence of clots in the tubes. After taken the sample, they noticed the presence of clots formed in the tubes. Additional all the blood that is taken forms a large clot in the tube."

Event description:
It was reported that 20 bd vacutainer® naf 3.0mg na2edta 6.0mg plus blood collection tubes clotted. The following information was provided by the initial reporter: "presence of clots in the tubes. After taken the sample, they noticed the presence of clots formed in the tubes. Additional all the blood that is taken forms a large clot in the tube."

Manufacturer narrative:
H.6. Investigation: bd received 100 samples and 8 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for clotting with the incident lot was observed. Additionally, customer samples were further evaluated and the indicated failure mode for clotting with the incident lot was not observed in the returned samples tested: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting/micro clots) because the defect was not evident in the testing of the complaint lot samples. All parameters of both customer and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided, clinical testing of the returned samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode.